Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioflex meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that he was experiencing a ¿continuous issue¿ with the subject meter providing different readings from another onetouch verioflex meter. He stated that at 7am on (B)(6) 2019, he obtained an alleged inaccurately high blood glucose result of ¿greater than 400 mg/dl¿ on the subject meter compared to ¿187 mg/dl¿ on the other meter. (Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method). The patient manages his diabetes with insulin (no adjustments). It is unclear if he made any changes to his usual diabetes management routine as a result of the alleged issue. He reported that he developed symptoms of ¿shaky¿ and at 7:30am on (B)(6) 2019, he stated that he self-treated the symptoms by eating breakfast. At the time of troubleshooting, the cca noted that the patient was unable to make out the meter¿s serial number or the test strip lot number and did not have control solution to test the meter and test strips. The cca provided education on the use of control solution. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Shaking, after obtaining an alleged inaccurately high blood glucose result on the subject meter.